Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4). On (B)(6) 2012, the patient underwent their third bronchial thermoplasty treatment to the upper right and left lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2012, following the third bronchial thermoplasty treatment, the patient experienced severe asthma exacerbation and was admitted to the hospital at 3:06 pm. The patient was treated medically with nebulized bronchodilators, solu-medrol and a continuation of her usual take-home medications. The patient was discharged home on (B)(6) 2012 at 9:53 am, with instructions to take an additional 50 mg of prednisone for five days, resuming all other home medications. No emergency room visits occurred as a result of this event. On (B)(6) 2012, the event of asthma exacerbation was reported as resolved. Additional information received as of (B)(4) 2013. According to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
(B)(4). Study source: (B)(4) evaluating bronchial thermoplasty in severe persistent asthma.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6), 2012, the patient underwent their third bronchial thermoplasty treatment to the upper right and left lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6), 2012, following the third bronchial thermoplasty treatment, the patient experienced severe asthma exacerbation and was admitted to the hospital at 3:06 pm. The patient was treated medically with nebulized bronchodilators, solu-medrol and a continuation of her usual take-home medications. The patient was discharged home on (B)(6), 2012 at 9:53 am, with instructions to take an additional 50 mg of prednisone for five days, resuming all other home medications. No emergency room visits occurred as a result of this event. On january 18, 2012, the event of asthma exacerbation was reported as resolved.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.